Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. After day 1 of sensor insertion, the patient started to experience skin irritation and the affected area began to itch. The sensor was removed on (B)(6) 2017 due to the skin being hot to the touch and the skin was blistered. On (B)(6) 2017, the patient called their doctor regarding the skin reaction. The doctor prescribed antibacterial ointment and a steroid cream to treat the affected area. It was indicated that the patient had not yet received the prescribed medication. At the time of event the patient still had blistering. No additional patient or event information is available.